Event description:
It was reported, that mobile app interruption, due to os upgrade on smart device occurred. Data was received, but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).